Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not accurately calculating the recommended bolus dosing for the carbohydrate entries being programmed. During troubleshooting with tandem technical support, review of the pump settings showed the customer's carbohydrate ratio was set to "1u:2g" and not the desired "1u:20g" that was recommended by the customer's healthcare provider (hcp). Customer's blood glucose level was in the 60s (mg/dl) and juice was consumed. A recommendation was made for the customer to discuss bg levels and settings with a hcp.